Event description:
It was reported that a "no disposable clamp tubing" alarm occurred. The user silenced the alarm, settings were reviewed, the pump was powered off and back on and there was still no disposable" alarm. The cassette was removed, green clamp was depressed, tubbing was rubbed and tapped on a hard surface three times to break up an air bubble. The cassette was replaced, the device was powered back on, clamps were opened, however, still no disposable alarm. The troubleshooting steps were repeated, but there was still a no disposable" alarm. The device was powered off and the patient was advised to call the clinic to let them know that the pump won't run. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned for evaluation. The reported event could not be verified or confirmed. The investigation indicated that the most probable, but unconfirmed, cause to be a faulty downstream occlusion sensor. Service history review identified this device has not been in for service previously. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date of (19-jul-2019) and there was no indication of a manufacturing defect during the investigation.